Event description:
It was reported that the patient's implantable pulse generator (ipg) had migrated causing charging issues. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.